Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. At an unspecified time during the procedure a pericardial effusion was noted. A pericardial drain was placed and 400cc of blood was removed. The 24mm closure device was successfully implanted and there were no further patient complications reported.